Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Manufacture date ¿ ni.

Event description:
A knee revision procedure has been indicated approximately ten months post-implantation due to early loosening of the tibial component. No further information has been provided.